Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2012-01894. On (B)(6) 2010 a mini-arc was implanted to treat for "prolapse of bladder, rectum, urethra tube." During the same surgery the pt underwent a laparoscopic-assisted hysterectomy. It was reported that, "within five weeks post op" the pt had symptoms of "rejection, shock and feeling very sick." She was transported to the emergency room and was hospitalized for seven and one half days until she was "stable." Also reported, the pt continued to recover from her surgery, but experienced "abdominopelvic pressure, excruciating pain with intercourse, difficulty with bowel, movements, erratic voiding of bladder, constant internal pulling in the pelvic area when performing house work, yard work, etc." The pt was seen by a uro-gynecologist who offered her a combined robotic and trans-vaginal removal of as much mesh as possible to alleviate her symptoms. In (B)(6) 2012, approx "90% of the mesh was successful removed." "Pt is now in a long and painful recovery period."